Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 600 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No pump or sensor transmitter communication anomaly noted. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).